Event description:
A surgeon reported a pt with an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. The surgeon reported the lens appears to have shifted. The surgeon thinks the preoperative calculation may have been off by 1.5 diopters. The surgeon is trying to decide whether to exchange or reposition the lens versus a lasik procedure to treat the outcome. In a follow up, the surgeon reported he does not feel the lens caused or contributed to the event. The event continues at this time.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge and handpiece. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info. A completed questionnaire was received on 11/14/2012. (B)(4).